Event description:
This is the second of two reports (same reporter, same product ID, similar prod problem, different lot codes). During inspection of incoming goods by the dist on (B)(4) 2014, metal powder was found when conducting a pressure test on the device. There was no pt contact and no pt injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Manufacturer narrative:
Integra completed its internal investigation 06/11/2015. The investigation included: (B)(4). Method: DHR review, review of complaint management database for similar complaints, visual examination. Results: the device history record for the unit(s) listed in this complaint under lot code/work order 147/(B)(4) on 08/27/2014. No abnormalities related to reported incident were found nor were there any variances, mrr's or reworks associated with this lot/work order number. No service history on file. A two year look back for similar complaints "scrap metal/powder comes out/metal burrs and rotation is very stiff/screws tight/does not rotate smooth" for this product family shows that 18 complaints were received including this case. It was also discovered that all complaints including this case are from the same reporting facility. Engineering and quality were not able to confirm the customer complaint. The 80lb torque screw (41b1419m) was smooth when under load and no burrs were produced. Also, the torque screw's pressure test was conducted and the output loads were all within tolerances at 20, 40, 60, and 80 lbs plus/minus 4lbs. Conclusion: engineering and quality were not able to verify the customer complaint, however a CAPA was opened and closed in january, 2015. All the units made post this date will include the new electro-polished torque screws. The unit pertaining to this report was made in june of 2014. Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.